Event description:
A report was received that the patient was having difficulty charging the ipg as the pocket was too deep. The patient will undergo a revision procedure wherein the ipg will be placed shallower.